Event description:
Two dental implants were explanted due to inadequate osteointegration. Persistant pain with slowly resolving swelling was reported. There was no purulence evident, but the incident was treated as an infection.